Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of feeling their heart rate 'jumping all over the place' for the last couple of months. The patient indicated that their physician has been attempting different treatments to resolve the symptoms, including programming adjustments, but the symptoms persist. Follow up was attempted for further information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.